Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): a customer reported the laser stopped functioning after receiving a system message. Cryopexy was used instead and the case was completed. The system was restarted after the case was completed, but the laser still would not function. There was a 5-10 minute delay of surgery. There was no pt injury reported.

Manufacturer narrative:
A company service representative examined the system. The system was in use when the representative arrived at the facility. The facility reported they had not had any problems with the system on that day. The supervisor board was replaced and will be sent in for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).